Event description:
It was reported that the right ventricular lead was fractured due to a clavicular crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Concomitant products : 4193 implantable pacing lead (B)(6) 2010, d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).